Event description:
It was reported that during central processing, there was a microchip on the tan part of the distal tip of the maryland bipolar forceps instrument. The customer stated that there was no noted issue during a case or prior to a case with the instrument. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the defect was found by central processing and there were no reported fragments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley, near the grip with no damage on wire/cables. The complaint was confirmed by failure analysis.